Event description:
Per the audiologist, the pt reported intermittent static sound and pain with the cochlear implant system. A medical evaluation on 02/27/2008 revealed no evidence of infection. Reprogramming the sound processor did not alleviate the problem. The results of integrity tests done in 2007 and approx two months after the original date, were consistent with normal receiver/stimulator and electrode function. The pt's device was explanted eight days later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device.